Manufacturer narrative:
Taper unk. The reporter of the complaint did not indicate the product serial number, date of event, implant date and explant date. The connector type cannot be identified nor an assumption made as to the type of connector associated with this complaint because no serial number or implant date was given. Visual examination may determine the connector type associated with this report. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Obstruction is a surgical/physiological complication, and analysis of device generally does not assist allergan in determining a probable cause for these events. Further info from the reporter regarding serial number and implant date has been requested. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." Device labeling addresses the reported events as follows: "obstruction of stomas has been reported as both an early and a later complication of this procedure. This can be caused by edema, food, improper initial calibration, band slippage or pouch torsion." "Nausea and vomiting may occur, particularly in the first few days after surgery and when the pt eats more than recommended.

Event description:
Reported on operative report as, "... Band could be inflated, but not deflated", leak in tubing and obstruction.